Event description:
It was reported that the bd emerald¿ syringe tip has broken off and remained in catheter. The following information was provided by the initial reporter, translated from dutch to english: the photo below is from the packaging of a syringe whose tip has broken off. This has remained in the catheter which absolutely should not and cannot be done.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe tip has broken off and remained in catheter. The following information was provided by the initial reporter, translated from dutch to english: the photo below is from the packaging of a syringe whose tip has broken off. This has remained in the catheter which absolutely should not and cannot be done.

Manufacturer narrative:
Investigation summary a device history record review was completed for provided material number 307736 and lot number 2211255. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained from the manufacturing facility for evaluation; however, the retained samples did not display any signs of defect. Based on the investigation results, an exact cause could not be identified for this reported incident.